Event description:
It was reported a non-(B)(6) microcatheter was used to embolize the pulmonary collateral. When the coil was deployed, the coil could not be pushed out. After the whole microcatheter was withdrawn from the body, the coil of the same size was replaced and deployed successfully. The patient condition following procedure was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).